Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgment. It was reported that the stent dislodged in the protective sheath when the sheath was removed during preparation. There was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the rx vision because it was not returned for evaluation. It was reported that the stent dislodged in the protective sheath when the sheath was removed during preparation. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, or forced sheath removal. Unfortunately, without the device to examine, no determination can be made as to the root cause of the reported stent dislodgement. However, there does not appear to be a product quality issue with the lot.